Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture/ seroma-late/double capsule was reviewed on march 21, 2022. Visual analysis of the photographs identified: red and yellow particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade I, seroma, and double capsule.

Event description:
Physician reported double capsule, capsular contracture baker grade I and seroma on the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: an analysis of the returned device identified: weight was to spec, yellow and red particles in the shell and crease fold. Air voids in the gel were observed after autoclave cycle. Base on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Physician reported double capsule, capsular contracture baker grade I and seroma on the left side. The device has been explanted.